Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed pcb assemblies and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u61 from the system controller pcb assembly.

Event description:
The customer reported that their device had been dropped but was also doing a constant reboot during the power up sequence. The customer initially reported that this reboot issue occurred before the drop but later was unable to confirm if it was before or after the drop. Upon physio-control's evaluation of the device, it was observed that the reboot was occurring due to a failure of an integrated circuit on the system controller pcb assembly. Based on the evaluation performed by physio, the reported reboot issue would have likely been occurring prior to the device being dropped. There was no patient use associated with the reported failure.